Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and did not show any error alarms. Blood glucose level at the time of the call was 426 mg/dl. Review of the device's alarm history showed that a no delivery alarm had occurred recently. The customer reported that she would change the set and monitor the insulin pump. The device will not be returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.